Event description:
On (B)(6) 2021, the patient contacted lifescan (lfs) us, alleging that they were receiving inaccurate results on their ot verio 2 meter compared to feelings. This complaint was classified based on the customer care agent (cca) documentation. The patient reported that they had experienced an inaccurate low result on the morning of (B)(6) 2020 (no result was given). The patient manages their diabetes with insulin (levemir, 35 units in the morning and 35 units in the evening) and oral medication (no details given). The patient reported that they drank orange juice in response to the inaccurate low result. The patient then reported that they felt dizzy and fainted. The patient stated that they fainted a second time, in the afternoon (it¿s not clear if this was on the same day) and that they had a leg wound (it¿s not clear if this was a result of a fall when the patient fainted). The patient was admitted to hospital however, there is no record of any treatment provided by the hospital. During troubleshooting, the cca established that the patient did not have control solution to perform a control solution test with the system and that the patient no longer had the test strips used at that time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event which required hcp treatment for an acute low blood glucose excursion after making a change to their diabetes management regimen based on alleged inaccurately high blood glucose readings obtained on the subject device.